Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the body latch mechanism broken making the instrument non-functional. In addition, the cartridge cover was noted cracked at distal end. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use device is not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It is known from the history of the device that the condition of the cartridge cover may lead dropping/ejected clips.

Event description:
It was reported that during an open surgery for a tumor at the chest wall, when the handle was grasped, the clip was not formed and fell out with the next clip inside the patient's body at about the 10th firing. The fallen clips were retrieved and no pieces were left inside the patient's body. Another device was used to complete the case just in case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.